Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed as necessary. This report is associated with 1819470-2022-00074 since there is more than one device implicated. This device was associated with an increased blood sugar on (B)(6) 2019 and increased blood glucose on and unknown date in (B)(6) 2022.

Event description:
Lilly case ID: cn (B)(4). This report is associated with product complaint: (B)(4). This solicited case reported by a consumer, via a patient support program (psp), concerned a 73-year-old (at the time of initial report) male patient of unknown origin. Medical history was not provided. Concomitant medication included insulin glargine and metformin. The patient received insulin lispro (rdna origin) injection (humalog u 100/ml), from a cartridge via a reusable pen humapen ergo ii, 18 units, three times a day (tid), for diabetes mellitus, beginning on an unknown date in 2009. On an unknown date, after starting insulin lispro, his humapen unknown was cracked (pc: (B)(4) and lot number: unknown). On an unspecified date, he discontinued using insulin lispro by himself because the insulin injection pen could not be use normally in these days. He took metformin. On (B)(6) 2019, he was hospitalized due to high blood glucose (no specific value, units and reference range was not provided). Further discharge date was not provided. On an unknown date, his humapen ergo ii device (described as dark blue plastic), was cracked and further described the indicator of dose knob was inaccurate and the injection button could not be pushed down (pc (B)(4)/lot unknown). Lately on an unspecified date in (B)(6) 2022, he was again hospitalized due to high blood glucose. He did blood glucose test six times. He was discharged on (B)(6) 2022. Information regarding corrective treatment was not provided. Outcome of the events was unknown. Status of insulin lispro therapy was not provided. The operator of humapen ergo ii was patient his training status was not provided. The general humapen ergo ii model duration of use and suspect humapen ergo ii duration of use was not reported. The action taken with the suspect humapen ergo ii and its return status was expected. The reporting consumer considered the event of missed dose was due to product complaint issue of humapen ergo ii and did not report any relatedness for remaining events with humapen ergo ii. Update (B)(6) 2019: this case was considered as non-valid as there was no identifiable valid event. However; patient was hospitalized (reason unspecified). Update (B)(6) 2019: information was received from initial reporter on (B)(6) 2019 via psp, contained product complaint (pc) number. Pc number was processed accordingly, and no new information was added to the case. The case remained non-valid. Update (B)(6) 2019: additional information was received from initial report via psp on (B)(6)2019, (B)(6) 2019 and (B)(6) 2019 were processed together. Added concomitant medication, suspect humapen ergo ii device, additional dosage regimen for insulin lispro therapy and non-serious event of missed dose. This case remained non-valid as there was no identifiable valid event. However; patient was hospitalized (reason unspecified). Update (B)(6) 2019: information was received from affiliate on (B)(6) 2019 via psp. No changes were made to the case. Update (B)(6) 2022: additional information was received from initial reporter via psp on (B)(6) 2022. Added one lab data for blood glucose (results were unknown), one dosage regimen for insulin lispro therapy and one serious event of hospitalization (reason was unknown). This case remained non-valid as there was no identifiable adverse event reported. Update (B)(6) 2022: this case was initially determined to be non-valid due to no identifiable adverse event reported. Additional information was received from the initial reporter via psp on (B)(6) 2022, which contained a valid serious event. Added two serious events of blood glucose increased. Updated narrative with new information. Edit (B)(6) 2022: upon review of information received on (B)(6) 2022, concomitant device humapen unknown was updated to suspect and pc was processed again. No other changes were made to the case. Edit (B)(6) 2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit (B)(6) 2022: removed duplicate multiple onset statement in medwatch fields for report 1819470-2022-00071 and added pc description/citation for pc (B)(4).

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 17nov2022 in the b.5. Field. No further follow-up is planned/ this report is associated with 1819470-2022-00074 since there is more than one device implicated. This device was associated with an increased blood sugar on (B)(6) 2019 and increased blood glucose on and unknown date in (B)(6) 2022. Evaluation summary. A patient reported that his humapen ergo ii was cracked, the indicator of dose knob was inaccurate, and the injection button could not be pushed down. The patient experienced increased blood glucose. The device was not returned for investigation (batch unknown), but troubleshooting was performed with guidance from a trained professional and the issue was resolved. As the device was able to dispense insulin, the presence of a malfunction could not be confirmed. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The patient reported using the device for 10 years. The core instructions for use state the humapen ergo ii has been designed to be used for up to 3 years after first use. There is evidence of improper use. The patient used the device beyond the recommended use period. It is unknown if this misuse is relevant to the complaint or the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case reported by a consumer, via a patient support program (psp), concerned a 73-year-old (at the time of initial report) male patient of unknown origin. Medical history was not provided. Concomitant medication included insulin glargine and metformin. The patient received insulin lispro (rdna origin) injection (humalog u 100/ml), from a cartridge via a reusable pen humapen ergo ii, 18 units, three times a day (tid), for diabetes mellitus, beginning on an unknown date in 2009. On an unknown date, after starting insulin lispro, his humapen unknown was cracked (B)(4) and lot number: unknown). On an unspecified date, he discontinued using insulin lispro by himself because the insulin injection pen could not be use normally in these days. He took metformin. On (B)(6) 2019, he was hospitalized due to high blood glucose (no specific value, units and reference range was not provided). Further discharge date was not provided. On an unknown date, his humapen ergo ii device (described as dark blue plastic), was cracked and further described the indicator of dose knob was inaccurate and the injection button could not be pushed down (B)(4)/lot unknown) but troubleshooting was performed with guidance from a trained professional and the issue was resolved. Lately on an unspecified date in (B)(6) 2022, he was again hospitalized due to high blood glucose. He did blood glucose test six times. He was discharged on (B)(6) 2022. Information regarding corrective treatment was not provided. Outcome of the events was unknown. Status of insulin lispro therapy was not provided. The operator of humapen ergo ii and humapen unknown device was patient his training status was not provided. The humapen ergo ii and humapen unknown device duration of use was not reported and model number was not reported for unknown device. The action taken with the suspects humapen ergo ii and humapen unknown device was not reported and both the devices were not returned to the manufacturer for investigation the reporting consumer considered the event of missed dose was due to product complaint issue of humapen ergo ii and did not report any relatedness for remaining events with humapen ergo ii. Update (B)(6) 2019: this case was considered as non-valid as there was no identifiable valid event; however, patient was hospitalized (reason unspecified). Update 18-apr-2019: information was received from initial reporter on 08-apr-2019 via psp, contained product complaint (pc) number. Pc number was processed accordingly, and no new information was added to the case. The case remained non-valid. Update 16-may-2019: additional information was received from initial report via psp on 08-may-2019, 09-may-2019 and 14-may-2019 were processed together. Added concomitant medication, suspect humapen ergo ii device, additional dosage regimen for insulin lispro therapy and non-serious event of missed dose. This case remained non-valid as there was no identifiable valid event; however, patient was hospitalized (reason unspecified). Update 16-jun-2019: information was received from affiliate on 13-jun-2019 via psp. No changes were made to the case. Update 30-aug-2022: additional information was received from initial reporter via psp on 18-aug-2022. Added one lab data for blood glucose (results were unknown), one dosage regimen for insulin lispro therapy and one serious event of hospitalization (reason was unknown). This case remained non-valid as there was no identifiable adverse event reported. Update 06-sep-2022: this case was initially determined to be non-valid due to no identifiable adverse event reported. Additional information was received from the initial reporter via psp on 01-sep-2022, which contained a valid serious event. Added two serious events of blood glucose increased. Updated narrative with new information. Edit 16-sep-2022: upon review of information received on 01-sep-2022, concomitant device humapen unknown was updated to suspect and pc was processed again. No other changes were made to the case. Edit 16sep2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 16sep2022: removed duplicate multiple onset statement in medwatch fields for report 1819470-2022-00071 and added pc description/citation for (B)(4). Update 17nov2022: additional information received on 14nov2022 from the global product complaint database. Entered device specific safety summary (dsss) for humapen unknown device associated with (B)(4), lot unknown and humapen ergo ii device associated with (B)(4), lot unknown. Updated the medwatch fields/ european and canadian (EU/ca) device information and device return status to not returned to manufacturer for both the devices. The device malfunction was updated from unknown to no for humapen ergo ii device associated with (B)(4) and improper use was updated from yes to no for humapen unknown device associated with (B)(4). Corresponding fields and narrative updated accordingly.